Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Updated fields:d8, h2, h4, and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur. The complaint was not confirmed; the device was not returned for evaluation but tac personnel was able to walk the customer through to address the reported issue. The most probable cause of the complaint is d14 - no problem detected: it was confirmed that there was no problem with the device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2025-00058.

Event description:
While under sedation for a diagnostic colonoscopy there scope had very little air coming from it. The customer investigated and found that it had been accidently set to low flow, once the device was turned up, it worked as expected however this lead to a surgical prolongation greater than 30 minutes. The procedure was completed using a back up device and there were no reports of patient harm.